Event description:
Customer's mother called to report a pod alarm. Pod was on less than 24 hours. Cannula had blood in it, but not kinked. Pt had high bgs (393 to 488 mg/dl) ketones were in the low/medium range. She was able to activate a new pod for him successfully. No further issues were reported. Returned suspect pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.